Event description:
It was reported that a patient underwent a robotic hernia procedure on an unknown date and barbed suture was used. It was reported that during robotic hernia cases for the surgeons, when trying to insert suture spiral down 8 mm intuitive trocar port the needle detached at the swage site and fell into the patient. The needle was promptly located and removed from the patient in most situations. In one instance, the needle was lost in the patient and required x-rays to locate the lost needle. There was also complaints mentioned in our discussion regarding the suture "slipping" when trying to close the peritoneum. The slipping was typically resolved through additional pulling to engage the barbs further. However, the surgeons did have concern regarding long term hold. The devices were not returning. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 2/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: it was reported 4 products involved, please clarify how many devices demonstrated the alleged deficiency? 4 products in total. Did the event occur during one or multiple patient procedures? Occurred in 2 procedures. What is the total number of procedures? 2. How many devices demonstrated the alleged deficiency in each case? 4 devices. What is the current patients' status? No reported problems with patients. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? None to my knowledge. Regarding the case where needle was lost in patient, please provide the following information: was the needle piece(s) retrieved during the same procedure? Yes. What measures were implemented to retrieve the broken piece? X-ray machine was used to locate the needle for one case. In the other case, the surgeon was able to visually locate and remove the needle. Was there any additional tissue damage resulting from the search for the needle piece? No. What is current condition of the patient? Patient is stable. Does a fragment of the needle remain in the patient¿s tissue? No. If so: is there any plan in place to remove the needle piece in the future? N/a. If so, could you please provide the scheduled date for the removal? N/a. In which tissue structure was the broken needle located? N/a. What is the surgeon's opinion of the potential consequences for the patient? N/a. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) dr. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.